Manufacturer narrative:
Product event summary: the data files and balloon catheter were returned and analyzed. The data files showed the system notice #50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred persistently on the date of the event. Visual inspection of reported balloon catheter 2af284 lot number 71890 showed dried blood inside the balloon, and the smart chip file indicated that the balloon catheter was used for five injections. The reported balloon catheter failed the product performance test due to the system notice # 50005. Additionally, both dissection and pressure tests showed a guide wire lumen kink and breach inside the balloon at 1.3 inches from the tip of the catheter. In conclusion, the reported system notice #50005 was confirmed through data analysis and product testing. The reported balloon catheter 2af284 lot number 71890 failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.